Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the school nurse that before eating, the customer bolused and the customer's blood glucose (bg) level dropped to 70 mg/dl. The school nurse assisted the customer by providing juice and stopped all insulin delivery via the pump. The customer indicated that the bolus and carbohydrate ratio settings on the pump had been recently changed by a healthcare provider and was thought to be the cause of the low bg level. Tandem technical support had performed a system check and the pump was found to be functioning as expected.